Event description:
Per info rec'd from japanese distributor, a hosp rec'd one unit of a contrast injection line in a pouch which was not completely sealed, thereby compromising the sterility of the device. The product was not used.